Event description:
The patient reported skin irritation in the form of red bumps with no open skin. Patient did seek medical attention from a dermatologist and was prescribed a hydrocortisone cream.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.